Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist, the electrode array was not successfully inserted into the cochlea during the initial surgery. The patient's device was explanted in 2007 and a new device was reimplanted during the same surgery.